Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 403:317:817. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was repaired by the facility and will not be returned to baxter for evaluation or repair. Should the device or additional information become available, a follow-up medwatch will be submitted.